Manufacturer narrative:
Device passed the displacement test. No loose drive support disk anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap at the insulin pump was flushed. Customer¿s current blood glucose level was high of 340 mg/dl at the time of incident. Customer also reported blood glucose level of 281 mg/dl. The customer felt ok to troubleshooting high blood glucose level. Customer called back about the insulin pump basal rate. Customer explained that he wanted to ensure that the insulin pump was running at 1u per hour. Customer had already called twice to check on this, he stated his insulin pump was still not delivered the insulin as usual. Notes shows no indication of his sugars not regulating. The customer was advised to perform self test and it was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump was returned for analysis.